Event description:
It was reported that the m4 handpiece was overheating. Several attempts have been made to gather additional information with no response received. There was no injury reported as a result of this event.

Manufacturer narrative:
(B)(4). The device was returned on (B)(4) 2014. However, the product analysis has not yet been completed. Method: no testing methods performed. Results pending. Completion of evaluation. This device is used for therapeutic purposes.

Manufacturer narrative:
The initial product analysis indicates that the handpiece presented with a stiff collet and frozen thumbwheel. The handpiece was connected to the ipc and operated at default speed. The unit functioned and sounded normal except for the collet and thumbwheel. The reported overheating issue could not be verified. The handpiece was released to service <(>&<)> repair. The handpiece stopped running during the one minute temperature pre-test conducted by service <(>&<)> repair. Again, the overheating issue could not be verified. The motor had seized. The handpiece was disassembled and it was discovered that screws had broken off, which made the handpiece unrepairable. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.